Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jun-2026, a sales representative reported via (B)(4) that the ar-8655-04 ankle arthroscopy ring curette had the ring break off inside a patient during a case and all fragments were retrieved.